Event description:
It was reported that the patient said, his device felt like "someone was ripping his insides up and that the stimulation causes pain in his testicles." It was added that the patient has not used his device much at all because of this reason. It was stated that the patient believed the doctors "didn't put it in right." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-75 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).